Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300 aortic valve underwent a valve-in-valve procedure after an implant duration of nine years, six months due to unknown reasons. The tavr was performed with a 23mm 9750tfx.

Event description:
It was reported that a patient with a 21mm 3300 aortic valve underwent a valve-in-valve procedure after an implant duration of nine years, six months due to unknown reasons. The tavr was performed with a 23mm 9750tfx.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300 aortic valve underwent a valve-in-valve procedure after an implant duration of nine years, six months due to aortic stenosis the tavr was performed with a 23mm 9750tfx.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.